Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer removed sensor but there was no electrode. Customer¿s blood glucose was 80 unknown at the time of incident. Customer had appointment with doctor but they did no seen electrode in skin. Customer checked needle hub as well and there also electrode not seen. Customer was planned to take x ray if there was not finding then sensor will be send for replacement. The sensor will not be returned for analysis.